Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Event description: it was report by (B)(6) hospital informed cook on that the catheter injection port of a cook bakri postpartum balloon with rapid instillation components (rpn: j-sosr-100500: lot: 15143748) leaked after placement. Due to primary immune thrombocytopenia, a 39 year-old female patient underwent a lower segment cesarean section (lscs) under general anesthesia on (B)(6) 2023. After delivery of the placental membranes, it was discovered that part of the placenta was closely attached to the myometrium in the lower part of the posterior wall of the uterus (placenta accreta), with a range of 2x3cm. The doctor considered that the placenta was implanted, and the lower part of the uterus was still suffering from poor contraction and excessive blood seepage after treatment with oxytocin. The patient underwent bilateral ascending branch ligation of the uterine artery and a uterine tamponade balloon catheter was placed to compress and stop the bleeding. On 06aug20203, during removal of the uterine hemostatic balloon, it was discovered that water was leaking from the catheter injection port of the balloon. It was said that drainage from the drainage tube was inconsistent with the patient's vital signs. Total blood loss was an estimated 600 ml (400 ml prior to balloon placement and 200 ml additional after device placement). The patient was considered to be hemodynamically stable and no transfusion of blood products was necessary. Investigation - evaluation reviews of complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied upon removal from the package, inspect the product to ensure no damage has occurred. A definitive cause of the event could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was report that the catheter injection port of a cook bakri postpartum balloon with rapid instillation components leaked after placement. Due to primary immune thrombocytopenia, a 39 year-old female patient underwent a lower segment cesarean section (lscs) under general anesthesia on (B)(6) 2023. After delivery of the placental membranes, it was discovered that part of the placenta was closely attached to the myometrium in the lower part of the posterior wall of the uterus (placenta accreta), with a range of 2x3cm. The doctor considered that the placenta was implanted, and the lower part of the uterus was still suffering from poor contraction and excessive blood seepage after treatment with oxytocin. The patient underwent bilateral ascending branch ligation of the uterine artery and a uterine tamponade balloon catheter was placed to compress and stop the bleeding. On (B)(6) 20203, during removal of the uterine hemostatic balloon, it was discovered that water was leaking from the catheter injection port of the balloon. It was said that drainage from the drainage tube was inconsistent with the patient's vital signs. Total blood loss was an estimated 600 ml (400 ml prior to balloon placement and 200 ml additional after device placement). The patient was considered to be hemodynamically stable and no transfusion of blood products was necessary.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.